Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approximately three days post index procedure the patients stool occult blood test was weakly positive. The patient recovered. The investigator assessed the event as unlikely to be related to the index device and possibly related to anti-platelet medication. Safety assessed the event as not related to the device and possibly related to anti-platelet medication. The patient was on dapt 24 hours prior to the event.